Manufacturer narrative:
Investigation summary: four (4) samples were received from the customer as an unbroken blister pack. One (1) of the samples has a tear in the bottom web, particles inside the barrel and a piece of wood in the barrel. The wood is behind the plunger rod as the plunger rod is fully depressed. Failure mode is verified. Based on the fact the bottom web has a hole in it and there are particles present inside the barrel it appears that damage may have occurred during the shipping process resulting in a piece of wood penetrating the bottom webbing of the blister pack and entering the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #9053934 item #302832. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the fact the bottom web has a hole in it and there are particles present inside the barrel it appears that damage may have occurred during the shipping process resulting in a piece of wood penetrating the bottom webbing of the blister pack and entering the syringe rationale: bd acknowledges that there is a piece of wood in one (1) of the returned samples. As the customer reported one (1) occurrence this would not exceed the acceptable quality limit (aql) of 1.00 for foreign matter ¿ fluid path particles > 1/64 in for the batch. As a consequence, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that before use of the 30 ml bd luer-lok¿ tip syringe there was a piece of wood or bark inside of the syringe. Material no.: 302832, batch no.: 9053934. The following information was provided by the initial reporter: per (B)(4): health professional reporting that they found 1 unopened ll syringe that contained a piece of wood/bark inside of the hub of the syringe.